Event description:
Related manufacturing reference: 2182269-2018-00069, 2182269-2018-00070. During an atrial flutter ablation procedure a cardiac perforation occurred. While ablating the patient became hypotensive. Fluoroscopy confirmed the patient's heart was not moving. The patient was resuscitated and echocardiography confirmed a perforation in the right ventricle. A pericardiocentesis was performed and an impella was implanted in an attempt to stabilize the patient. The patient expired. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation and subsequent patient death could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.